Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the act button did not respond. Customer confirmed that the pump was not exposed to moisture and that remaining buttons were responding properly. Customer also stated that they replaced the battery but they were not able to set the time and date as the act button was not responding. Battery was replaced still the issue persist. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.